Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 18 mg/dl (compact plus system 1) and 83 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
Device was not returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).